Event description:
It was reported that the patient pump was 'broken' and the patient was having 'issues' with the pump. The patient presented to the doctor's office and they attempted to get cerebrospinal fluid (csf) out of the side port; however were unsuccessful. The patient was scheduled for surgery three days later for (B)(6) 2012. The patient stated that when he woke the neurosurgeon stated 'we're not sure what's wrong with that pump' I put a new catheter in-we tried to rebuild the pump in the operating room, we couldn't get it to work, so we had to put a new one in.' The patient stated that when the pump was implanted everything was fantastic and he was completely off oral medications. Then the pump 'jammed up' and they decided to put a new one in. The patient also noted that the first time they drained it and refilled it was when the pump broke. The device was used to deliver fentanyl. It was later reported the manufacturer field representative whom was present at the surgery on (B)(6) 2012 that only the catheter was replaced, not the pump.

Event description:
Additional information received reported that a catheter dye study was done on (B)(6) 2012. There was intrathecal contrast but it was unable to aspirate the catheter to obtain good flow of cerebrospinal fluid. The catheter system was replaced as reported previously. The patient was hospitalized. The patient outcome was noted as non-serious injury or illness.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a 'crimp' somewhere in the catheter. It was still unclear whether the pump was replaced.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.